Event description:
It was reported that the device was intermittently displaying the service indicator and would dump the defibrillator charge. The device also log a fault code on several occasions. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly; however, it was observed that the reported failure was still occurring. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.